Manufacturer narrative:
Result: power cord plug missing its ground prong.

Event description:
It was reported by service report that the power cord plug ground prong was missing. There was pt involvement. However, no adverse consequences were reported.